Event description:
It was reported that the bronchovideoscope caused bacterial infections in multiple patients, but hospital sampling was normal. The issue was identified after a diagnostic bronchoscopy procedure (upon completion of procedure, device no longer used on patient). The procedure was completed with the same device. Olympus made multiple attempts to obtain additional information from the customer without success.

Manufacturer narrative:
E1 complete name: (B)(6) hospital. This report is related to patient identifier: (B)(6). Patient identifier (B)(6) represents the unspecified multiple patients reported. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is related to patient identifier: (B)(6). Patient identifier (B)(6) represents the unspecified multiple patients reported. This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. Updated fields- d8, h2, h3, h6, h11. The device inspection found water leakage from the forceps channel, button was out of order, scope connector was severely immersed in liquid, control body severely immersed in liquid. And air leakage detected from the leak test valve. The device was returned to olympus and the reported failure could not be confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, the likely cause was due to device damage (e.g., scratches, kinks, corrosion, leaks) that would be source of microgorganisms. No hmi results were available and no information regarding any microorganisms detected from patients; therefore, further investigation was not possible. Based on the results of investigation, the root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.